Manufacturer narrative:
The eli 380 device is indicated for use to acquire, analyze, display, and print electrocardiograms. Device is indicated for use to provide interpretation of the data for consideration by a physician. Device is indicated for use in a clinical setting, by a physician or by trained personnel who are acting on the orders of a licensed physician. It is not intended as a sole means of diagnosis. The interpretations of ECG offered by the device are only significant when used in conjunction with a physician over-read as well as consideration of all other relevant patient data. Device is indicated for use on adult and pediatric populations. The device is not intended to be used as a vital signs physiological monitor. The device was returned for inspection where it was determined that the connection problem was with the main board and the display issue was caused by the monitor wiring harness. The hrc technician replaced the corrupted main board to resolve the connection concern. Performed conformance testing and the board passed testing. The technician additionally replaced the torn/fractured monitor wiring harness, bracket and hinge covers to resolve the display concern. Reports of display issues with a eli380 would not be likely to cause or contribute to a death or serious injury if this were to recur. Therefore, hillrom does not consider reports of display issue to be a reportable event. If the eli 380 device loses connection to the wireless network, the device is unable to transmit or receive ECG¿s. This failed connection may result in a delay of patient treatment which may cause or contribute to a serious injury or death. Therefore, hillrom is reporting this alleged connection failure as a product malfunction.

Event description:
The customer reported that their eli 380 was intermittently not connecting to the network, it was additionally reported the unit had display issues. This incident was captured under hillrom complaint ref #: (B)(4).